Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, there were issues with induction and obtaining a sustained rhythm to test the system. A 10 joule synchronized shock was delivered, which, produced a 190 ohm shock impedance measurement. The electrode was repositioned by re-tunneling, and the impedances decreased to 88 ohms. Induction was attempted again with the catheter in the groin. Ventricular fibrillation (vf) was induced, and the device delivered a 65 joule shock and successfully converted the rhythm. The field representative was unable to optimize the system post implant due to the groin stick as the patient had to remain in a supine position overnight. The physician gave the approval to optimize the system the following morning. Shortly after the field representative left following the procedure, she was called back because the patient was shocked when moved from the operating table. The device was turned off for the night. The next day, the field representative expected to see air as the cause of the shock. The device had chosen the secondary sensing vector. The qrs changed from normal to very small signal amplitude measurements, and triple counted p-waves, qrs, and t-waves. The field representative ran automatic setup again, and it again chose the secondary sensing vector. Multiple maneuvers were performed in attempt to reproduce the morphology change, but was unable to be reproduced. The device was then tested in primary sensing vector, but the morphology was still unable to be reproduced. The physician elected to manually program the device to the primary sensing vector. Additional information was later received that the system exhibited t-wave oversensing during an increased rate. Inappropriate shocks were delivered in two separate episodes as a result. Upon review of the first stored episode, the second delivered shock was noted to have accelerated the rhythm to what appeared to be ventricular fibrillation (vf), and a third shock was delivered and converted the rhythm. Review of the second episode noted the shock therapy didn't appear to change the rhythm, so atrial fibrillation (af) with rapid ventricular response (rvr) and bundle branch block was suspected. Based on the previous inappropriate therapy in secondary sensing vector, technical services (ts) discussed the option of increasing the detection rates. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, there were issues with induction and obtaining a sustained rhythm to test the system. A 10 joule synchronized shock was delivered, which, produced a 190 ohm shock impedance measurement. The electrode was repositioned by re-tunneling, and the impedances decreased to 88 ohms. Induction was attempted again with the catheter in the groin. Ventricular fibrillation (vf) was induced, and the device delivered a 65 joule shock and successfully converted the rhythm. The field representative was unable to optimize the system post implant due to the groin stick as the patient had to remain in a supine position overnight. The physician gave the approval to optimize the system the following morning. Shortly after the field representative left following the procedure, she was called back because the patient was shocked when moved from the operating table. The device was turned off for the night. The next day, the field representative expected to see air as the cause of the shock. The device had chosen the secondary sensing vector. The qrs changed from normal to very small signal amplitude measurements, and triple counted p-waves, qrs, and t-waves. The field representative ran automatic setup again, and it again chose the secondary sensing vector. Multiple maneuvers were performed in attempt to reproduce the morphology change but was unable to be reproduced. The device was then tested in primary sensing vector, but the morphology was still unable to be reproduced. The physician elected to manually program the device to the primary sensing vector. Additional information was later received that the system exhibited t-wave oversensing during an increased rate. Inappropriate shocks were delivered in two separate episodes as a result. Upon review of the first stored episode, the second delivered shock was noted to have accelerated the rhythm to what appeared to be ventricular fibrillation (vf), and a third shock was delivered and converted the rhythm. Review of the second episode noted the shock therapy didn't appear to change the rhythm, so atrial fibrillation (af) with rapid ventricular response (rvr) and bundle branch block was suspected. Based on the previous inappropriate therapy in secondary sensing vector, technical services (ts) discussed the option of increasing the detection rates. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.